Event description:
Pt reported that a lancet is protruding from the multiclix lancet drum. Pt did not experience an unintentional puncture as a result. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the issue was first discovered. Technical support requested the return of the suspected product and replacement product was shipped.

Manufacturer narrative:
The multiclix lancet drum is the suspect device.